Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart. The customer's blood glucose level was 150 mg/dl at the time of incident. The customer reported alarm goes off every fifteen minutes. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No after battery change noted. Pump passed error test and displacement test. Pump received with minor scratched display window, cracked display window and cracked reservoir tube lip.